Manufacturer narrative:
Findings: pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No cosmetic damage noted on pump.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report.the insulin pump passed delivery volume accuracy test.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed had a delivery anomaly. The patient's blood glucose level was 36 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer stated that they drank soda to cure the blood glucose. The customer only received on battery alarm when the battery power ran out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.